Event description:
A nurse reported that the equipment turned itself off prior to a vitreo-retinal procedure. The scheduled patient had received peribulbar anesthesia at the time of the event. There was no harm to the patient, but the procedure was canceled.

Manufacturer narrative:
The company representative examined the system and cleaned the wires and connections as well as reseated the cables. The company representative then tested the system and found it to pass functional testing. There was no sample returned for evaluation and no additional information provided related to this event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the investigation results, the most likely cause of the reported event is that cables needed to be reseated and the wires needed to be cleaned. (B)(4).